Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The shaft, tip, and markerbands were visually inspected. Inspection of the device presented no damage or irregularities to the markerbands and tip.

Event description:
It was reported that the markerband was unable to be seen during the procedure. Thrombectomy was performed with an angiojet solent omni within the iliac vein. After the catheter reached the postcava, it was noted that the markerband on the distal tip could not be viewed. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that the markerband was unable to be seen during the procedure. Thrombectomy was performed with an angiojet solent omni within the iliac vein. After the catheter reached the postcava, it was noted that the markerband on the distal tip could not be viewed. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.